Event description:
It was reported that during total laparoscopic hysterectomy (tlh), when dissecting the broad ligament on uterus, the device stopped working, with evidence of energy delivery and no end tones heard. It was also reported that the jaws were difficult or impossible to close and difficult or impossible to open, and the device did not get stuck on tissue. The knife blade was not extended and did not protrude beyond the edge of the jaws. The device had reportedly been used successfully for around 30 minutes before the issues occurred. Another device was opened to complete the procedure. No patient symptoms were reported and the patient was reported alive with no injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.